Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusions occurred. A supply change was performed and additional occlusion alarms occurred. Reportedly, a temperature change had occurred prior to the new occlusion alarms announcing. A system check was performed and the occlusion alarms were verified and air bubbles were observed. Insulin deliveries were successfully resumed after the system check. Customer's blood glucose level ranged between 250-290 mg/dl.